Event description:
The customer contact reported inaccurate delivery. The device was returned to the biomedical department with an unsigned note that stated, "left account in vial not matching math." It was reported that there was an unspecified discrepancy of 1.2 ml. No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.07 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of (B)(4). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded and printed at the service center. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.